Event description:
The event is reported as: jaw is broken and was found during patient use. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer. The sample device was requested for evaluation. The results of device evaluation and results of investigation are not available at the time of this report.